Event description:
The customer received a questionable result on one patient sample tested for parathyroid hormone (pth). The sample initially resulted as 56 pg/ml and was reported outside of the laboratory. After reporting the result, the technologist noted that the sample was highly lipemic. The sample was then manually diluted 1:10 and the final pth result for the diluted sample was 61 pg/ml. The customer then performed ultracentrifugation on some of the original sample with pth resulting as 173 pg/ml. The result of 173 pg/ml was considered to be correct and a corrected report was issued for this value. The customer believes that extremely high triglycerides in the undiluted sample may have caused interference with the pth test. The patient was not adversely affected by the event. The pth reagent lot number was 15918402 with an expiration date of 11/30/2011. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Calibration and quality control were acceptable. No reagent issue is obvious. The customer used sample material which was highly lipemic and outside of the specified lipemia claim for pth. Ultracentrifugation is also not specified in the pth labeling, therefore no assessment is possible if the result after ultracentrifugation reflects the true pth value. There is no further information regarding the occurrence of an adverse event as no further patient information is available.